Event description:
Customer reported that after receiving new cartridges, occlusion alerts stopped appearing, there was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.